Event description:
It was reported that there was a grommet/setscrew problem with the implantable pulse generator (ipg) during implant. The ventricular screw was stripped and would not screw in any further. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a loose/detached set screw. The returned device indicated a damaged set screw. If information is provided in the future, a supplemental report will be issued.